Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine¿ ii short needle insulin syringes had issues with their needles separating from them. The following information was provided by the initial reporter: "customer complaint of needles coming off syringes."

Event description:
It was reported that 3 bd ultra-fine¿ ii short needle insulin syringes had issues with their needles separating from them. The following information was provided by the initial reporter: "customer complaint of needles... Coming off syringes"

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned three images of the 0.3ml, 31 guage, 8mm, syringes for lot 1291638. The customer reported the needle is coming off the syringe. The images were examined, and it was observed that the cannula was no longer attached to the barrel, furthermore, one of the photos revealed the cannula was still in the vial. A review of the device history record was completed for batch# 1291638. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photo received, embecta was able to confirm the customer¿s indicated failure of cannula separates. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10